Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital with an alert for low rv lead impedance. Device interrogation revealed an episode of noise from (B)(6) 2011. The lead was capped.